Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-07039383 that an ar-18716-11 and a ar-18716-10 low profile screws broke while being implanted. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.